Event description:
It was reported that the right ventricular lead exhibited out of range, intermittent low impedance and noise. The noise was reproducible with isometrics and pocket manipulation tests. Insulation break on the lead was also suspected. The patient was asymptomatic and dependent. The lead was capped and replaced on (B)(6) 2017 without any complications. The patient was stable post procedure.